Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. The reported molding defect was not observed in any of the returned samples. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint unable to be confirmed for the indicated failure mode molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the machine operation, eighty (80) bd vacutainer® sst ii advance blood collection tubes were found to have misaligned walls, which triggered cannula alarms on the upstream product line. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the machine operation, eighty (80) bd vacutainer® sst ii advance blood collection tubes were found to have misaligned walls, which triggered cannula alarms on the upstream product line. No adverse impact was reported regarding the patient or user.